Event description:
It was reported that following an atrial fibrillation ablation procedure, the atrial lead exhibited intermittent sensing. The device was reprogrammed. The patients condition was stable and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.